Manufacturer narrative:
(B)(4). The device UDI number is (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the mrx device is displaying a red x. There was no patient involvement.